Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle precisionglide 18x1-1/2in had excessive epoxy. The following information was provided by the initial reporter translated from portuguese to english: the needle cannon is defective (melted). Additional information received on 24 aug 2024: date of event identified? 15/08. Is there any patient involved, if yes describe in detail. No. Is there any damage to the package prior opening? No. What was the anvisa notification number? (B)(4).

Manufacturer narrative:
Photo received for investigation. Through visual inspection, epoxy is observed on the hub, an adhesive used to join the cannula with the hub. The possible cause for the incident is a variation in resin application. Manufacturing personnel have been notified of this incident to increase awareness. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
No additional information.